Event description:
It was reported that during use on a patient, the touch panel of the cardiosave intra-aortic balloon pump (iabp) was unresponsive. The customer attempted to power off and on, then issue was solved. No patient injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The suspected faulty touch screen assembly was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the touch screen assembly and no visual damage was observed. The technician then installed the touch screen assembly into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. After extensive testing and evaluation, the national repair center could not verify the failure of the touch panel not responding. The touchscreen passed all display tests with no failure observed, after running the cardiosave for an extended period of time. The touch screen assembly is being retained in the national repair center per procedure.

Event description:
It was reported that during use on a patient, the touch panel of the cardiosave intra-aortic balloon pump (iabp) was unresponsive. The customer attempted to power off and on, then issue was solved. No patient injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the touchscreen assembly to fix the issue. A preventive maintenance (pm) was performed after replacing the part. As part of the pm, periodical calibration was performed, the tidal volume disk and lithium-ion battery were also replaced due to time to replace. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full event site address is (B)(6).

Event description:
It was reported that during use on a patient, the touch panel of the cardiosave intra-aortic balloon pump (iabp) was unresponsive. The customer attempted to power off and on, then issue was solved. No patient injury or adverse event was reported.